Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5149967.

Event description:
Voluntary medwatch received states that patient's left ventricular lead exhibited loss of capture. There were no patient consequences.